Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt, the physician felt that more turns needed to be applied than should be needed to deploy the lead helix. The lead had high impedance and threshold. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.